Manufacturer narrative:
Initial reporter addr 1: (B)(6). Investigation summary: six representative samples were received by our quality team for evaluation. The samples were returned in sealed packaging and no foreign matter, lubrication (silicone residue), was observed. The samples were subjected to the silicone content test and were within the acceptance criteria. Silicone, which is the only liquid material spray on the syringe barrel in the syringe assembly process, is for easy withdrawal of the plunger. As the sample passed the silicone content test, the team is unable to determine the root cause. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: review the DHR and no abnormality detected during production. The representative samples observed no foreign matter - a visible lubrication (silicone) residue in syringe. The silicone which was only liquid material spray on syringe barrel in syringe assembly process is for easy withdrawal of the plunger. The samples passed the silicone content test and within specification. Hence root cause could not be determined.

Event description:
It was reported that 400 syringe 3ml ll experienced liquid/moisture/droplets in syringe. The following information was provided by the initial reporter: liquid residue noted in syringe.